Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was inoperable. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. Covidien/medtronic was not authorized to evaluate/repair the device as the product is not in covidien/ medtronic control. The repair was completed at a non- covidien/ medtronic location and the service provider found the inspiratory air flow sensor and the air psol (proportional solenoid valve assembly) were faulty. The reported complaint could not be confirmed without the product return. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.